Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was was not reproduced during inspection of the device. Therefore, the foreign material reported by the user facility could not be further determined, nor could a further cause be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated; while the reported issue could not be confirmed, it was concluded that the occurrence was likely. The evaluation findings included chipping of the lens glue on the distal end, the lens glue on the charge coupled device was chipped, there was a scratch on the plastic distal end cover, the bending section cover glue was separated, the wire on the metal braid of the bending tube was cut, and the connecting tube was scratched. Additionally, the grip unit was discolored and scratched, the scope body was discolored and scratched, the scope cover was scratched, the switch box unit was discolored and scratched, the h ring of the stiffness control was scratched, the universal cord was wrinkled and scratched, the up down/right left knob¿s angulation was less than specified value and had play, there was snakiness on the connecting tube and movement on the stiffness of the control wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that after using the evis exera iii colonovideoscope, the water had a yellow/brown discoloration. The issue was noticed after the diagnostic procedure (colonoscopy), and the procedure was completed with the same set of equipment. There was no patient harm associated with the event.